Manufacturer narrative:
(B)(4). Product was returned with complaint for review. Visual exam revealed there appeared to be a piece of plastic packaging material adhered to the distal stem. The device was reported to be a cpt size 4 std stem which was verified to be from a lot manufactured in august 2012 and packaged in a polyethylene bag. The device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
During surgery, when unpacking the implant a piece of polyethylene material was found melted onto the surface of the stem. A new stem was opened to complete the surgery.